Event description:
The user facility reported that a blood leak occurred during dialysis. The dialysis treatment was temporarily stopped and the blood in the circuit was returned to the pt. This was the fourth use of the dialyzer. On follow-up communication with the user facility, it was reported that they have experienced 2 similar fiber leaks, one of which occurred during the first use and the other occurred during the 16th use. The user facility could not identify which of 2 lot numbers of dialyzer was in use during these events. In each case, blood was returned to the pt with minimal loss. The dialyzer was changed out and treatment was completed without further difficulty. Event specific information was not available.